Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ablation procedure, the temperature value would not stay constant. The procedure was suspended. There was no harm to the pt.